Manufacturer narrative:
Info is unavailable; device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that following a gastric procedure, the pt required blood products due to bleeding at the gastrojejunostomy junction. It is unknown how many blood products were required. The pt was bleeding intraluminally and it was detected rectally. The pt was returned to the operation room to do a laparoscopy to determine where the bleeding was happening. They could not find any bleeding. The pt is doing fine.